Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy surgical procedure, the cadiere forceps could not be controlled properly. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the photos are too zoomed out to be able to determine if there is a broken wire. A closer photo of the distal end would need to be provided or the instrument would need to be returned for analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The cadiere forceps instrument was analyzed and found to have imprecise motion. This instrument¿s grip tip was not moving intuitively, i.e. It was not following the mtm input commands smoothly. The instrument tip did not move properly when moving the grips on upward motion. The instrument was also found to have a derailed pitch cable at the proximal end, a loose pitch cable at the distal end, and a frayed pitch cable at the distal clevis hub.